Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient's caregiver called technical support to report issues associated with a blocked patient line. During the call the caregiver reported fibrin in the patient's line and was instructed to follow-up with the patient's clinic. Follow-up with the patient's peritoneal dialysis registered nurse (pdrn) indicated the patient was hospitalized on (B)(6) 2015 due to pancreatitis as a result of pre-existing gallbladder conditions. The pdrn stated the fibrin buildup was a result of a previous surgery for gallbladder removal, and no peritoneal infection or issues related to the patient's peritoneal dialysis regimen were noted. Per the pdrn the patient had reverted to continuous ambulatory dialysis (capd) treatments while hospitalized, thus no treatments were missed. The patient is currently still hospitalized and was expected to resume continuous cycler-assisted peritoneal dialysis (ccpd) therapy following discharge. Medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.